Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sigmret - sig power sigmret manual retract tool, lot# c2g7402x egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4e0792. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device was partially fired, the lock ring was totally broken and the knife and staple could not be retuned after firing, the reload was lock on tissue. Suturing was done as a staple line replacement, resect, and re-staple the issue was resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot low anterior resection (lar) procedure (intuitive), the device partially fired, the lock ring was totally broken, and the knife and staple could not be retuned after firing, the reload lock on tissue. Suturing was done as a staple line replacement, resect, and re-staple; the issue was resolved.